Manufacturer narrative:
Bleeding is a known potential adverse event and is documented in the device labelling.

Event description:
A patient treated with the neuromark system presented with epistaxis in right nasal cavity. Septoplasty and cauterization was performed. The sae is resolved.